Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 17-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "parent reported that patient had removed ng [nasogastric] and stated there appeared to be a defective area to tube. On inspection of 8fr non-weighted ng tube, there was an area along the tube that appeared to be a deflated/expanded area, otherwise ng was intact from tip to where medications would be inserted. Water flush passed through tube in which it would leak at the defective area while also reaching the tip of the tube. When ng was inserted, [reporter] was able to obtain gastric contents and push water through. After medication was inserted to tube, resistance was met. Flushes and meds were pushed through, in which resistance improved slightly with each flush. No signs of distress from patient with each flush such as coughing or vomiting. There was no reported injury.